Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had connectivity issues. A field service engineer confirmed the device was online in remote support service (rss) but observed intermittent connectivity loss onsite, with failed ping attempts. The issue was escalated to hospital information technology (it) team and later customer confirmed that issue was resolved. The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all users were unable to log in to the station as it remained stuck on a loading and spinning screen. However, there were no delays or adverse events or injuries reported based on this event.